Event description:
The following has been reported: biomed reported: "pump problem" no patient harm nor any active infusion stopped. A preliminary review identified the following issue: mechanical hardware failure (air compressor) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to air compressor failure. At startup, the unit immediately alarmed after performing excessive pneumatic charge attempts. The unit was reverted to manufacturing more and failed pneumatic recharge testing consistent with a failed air compressor. It was also found the lcd has internally damaged screw mounts. The handle was also damaged internally. During investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed and will be replaced with new batteries.